Event description:
It was reported that during unpacking for an unk interventional treatment procedure, the vacuum pouch of the quantum maverick monorail balloon catheter was not sealed. The sales rep reported "the box was sealed but the vacuum pouch was not sealed." There was no pt contact; therefore, no pt injuries or complications were reported. The procedure was completed with another of the same device.

Manufacturer narrative:
.